Manufacturer narrative:
The company service representative examined the system and was unable to replicate any nonconformity with the system. The system was then tested and met all product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a radial tear occurred during a laser assisted cataract procedure. The patient was noted to have a white cataract and the zoom feature on the circle scan was not used. The doctor noted being able to a free capsule but when the lidocaine was injected, the radial tear was seen. The tear did not go posterior and no vitrectomy was needed. The doctor used a sulcus lens to complete the procedure.